Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was in the 400 mg/dl range. The customer stated that she attempted to perform a bunch of corrections, but the blood glucose levels did not lower. She was treated with an intravenous drip at the hospital and did not recall the date of the event. She noted on the call that a tiny piece of her device was missing between the battery and the reservoir compartment. The most recent blood glucose reading was 185 mg/dl. She did not know how the damage had occurred. She also reported that she had put 100 units of insulin into the device, took out the reservoir, and found it was empty. She did not receive any alarmed on the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The reservoir units left matches properly to the units left in the insulin pump status screen. The device was programmed with multiple low and empty reservoir alarms and all alarmed properly. No missing piece of the case between the reservoir tube and battery compartment noted. The unit was received without the original belt clip. The belt clip did fit and lock properly and no damage in the belt clip slot noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.